Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a link to an internet suture site that a pt underwent an acl reconstruction procedure for a torn knee ligament in 2005 and suture was used. One week later, the pt developed a fever and had extreme pain in the knee. The pt was diagnosed with infection of the knee. The emergency doctor drained the knee and the pt underwent surgery the next day to clear the infection. The pt remained in the hospital four days for antibiotics via pic line and was given more antibiotics to take at home. During post-operative visits to the orthopedic doctor, the pt complained that pus was coming out of the incision with pain and suture spitting and granuloma formation. The surgeon removed a few sutures. The pt was diagnosed was (B)(6).